Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the counter on a cardioplegia monitor was not working. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.